Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that 2 days post implant, the lead exhibited high threshold. At explant, lead insulation damage was noted.